Event description:
It was reported that the customer's insulin pump froze once every two months. The customer received no delivery alarms when he attempted to bolus. His blood glucose level was not reported. The customer also had issues with his sensor and blood glucose level readings. He received predicted low alarms when his sensor glucose reading was 70 mg/dl but his blood glucose level was 120 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-05864 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.